Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). The clinic did not request or require field service for the excimer laser equipment, however, a field service engineer visited the customer to check the wavescan device (concomitant product). No failure detected. Machine met specifications. In addition, a johnson & johnson clinical monitor consultant reviewed the treatment plan and found the examination of the design treatment plans shows good quality scans with three green signs in status (iris registration, wavefront, and cornea), reasonably good match between manifest refractions, however, noted the optical zones (oz) and ablation zones(az) have been enlarged. This enlargement of oz and az has produced an ablation deeper than recommended. There was a warning in both eyes regarding the ablation limit of 150 microns not being followed. According to the munnerlyn formula, when you increase oz, the depth of the ablation increases exponentially, becoming unpredictable and inducing a likely overcorrection. The consultant found the difference between the recommended ablation and the actual ablation and increasing the oz explains the overcorrection observed in the case. The j&j consultant provided contact information to the treating surgeon to discuss the treatment case and provide awareness. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a customvue myopic treatment on (B)(6) 2019 where the patient presented high over corrrection and remarkable corneal disability, corneal thickness resulted much more reducted compared to the baseline. Up to this moment a re-treatment for the patient is not planned. However patient is still hyperopic. Preoperative topography appeared normal and regular in both eyes with central corneal thickness of 575 and 573 microns respectively. Postoperative corneal topographies showed a well centred myopic ablation with central corneal thickness of 344 microns od and 343 microns . All information available have been submitted. Pre op refraction : vod: 8-9/10 -7.00 sf vos: 9-10/10 -6.25 sf -0.25 cyl 58°; post op refraction: vod: 8-9/10 +2.50 sf vos: 9-10/10 +2.50 sf. This report is for the excimer laser equipment. A separate report will be submitted for the wavescan.